Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was in comm loss with all bedside monitors (bsms). Patients are in the ccu department and are connected to hardwired bsms. Nihon kohden technical support (nk ts) had the customer re-seat the network cable attached to the cns, which resolve the comm loss issue. Nk ts recommended they notify their biomedical department regarding a possible bad network port or bad network cable. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the reported communication loss was resolved by reseating the network cable on the cns. As such, it is possible that the cable or the network port on the cns was defective. Complaint history review of pu-621ra 1267 revealed no subsequent complaint relating to communication loss. It is more likely that the network cable was defective and nk tech support advised the customer to replace the cable. Possible causes for communication loss due to cable issues are cable damage, wear and tear, or external forces. As the cable was not returned for evaluation, a root cause cannot be determined. The issue did not recur and the customer was provided education on actions to take to prevent recurrence. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes.

Event description:
The customer reported that the central nurse's station (cns) was in communication loss with all the bedside monitors. There is an error message displaying communication loss on all bedside monitors on this cns. Patients are in the ccu department and are connected to hardwired bedside monitors.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) was in communication loss with all the bedside monitors. There is an error message displaying communication loss on all bedside monitors on this cns. Patients are in the ccu department and are connected to hardwired bedside monitors. Nihon kohden technical support (tech support) had the customer re-seat the network cable attached to the cns and when they re-seated the network cable all bedside monitors resumed monitoring at the cns. Tech support recommended that notify their biomedical department and tell them that there may be a possible bad network port or bad network cable and get that checked out. Issue has been resolved through re-seating the network cable. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Attempt #1: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Bedside monitors: model: ni. Sn: ni.

Event description:
The customer reported that the central nurse's station (cns) was in communication loss with all the bedside monitors. There is an error message displaying communication loss on all bedside monitors on this cns. Patients are in the ccu department and are connected to hardwired bedside monitors. Nihon kohden technical support (tech support) had the customer re-seat the network cable attached to the cns and when they re-seated the network cable all bedside monitors resumed monitoring at the cns. Tech support recommended that notify their biomedical department and tell them that there may be a possible bad network port or bad network cable and get that checked out. Issue has been resolved through re-seating the network cable. No patient harm was reported.